Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting patient presented with worsening pain and elevated metal ion levels. A large fusion with substantial metal debris in the hip joint was found. The acetabular component was retroverted and unable to find stability with trials, so the cup was removed and replaced. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a hip revision surgery approximately 11 years post implantation due to pain and elevated metal ions. During the revision, altr from metal debris was noted. The stem was well-fixed and remained in place. All other components were replaced without complication. Head, taper and taper adaptor were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Item#: us157848/ m2a-magnum pf cup / lot#: 637700. Item#: 139252/ m2a-magnum tpr insert/ lot#: 367940. Item#: 103203/ taperloc por fmrl /lot#: 604020.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device location is unknown. Concomitant medical products: part # unknown/ unknown cup / lot # unknown. Part #unknown/ unknown stem/ lot # unknown . Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -01699. 0001825034 -2020 -01701.

Event description:
It was reported the patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient's legal counsel is reporting the patient is experiencing unknown complications. However, no revision procedure has been reported to date.